Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 28 (mg/dl). Customer reported they ate "something sweet" to stabilize bg levels. Reportedly, customer later consulted with their health care provider to adjust pump basal rate settings. Recommendation was made to discuss diabetes management with health care provider.